Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cartridge chemistry (cc) reagent probe a of their unicel dxc 800 pro synchron clinical system was leaking. The instrument was in normal operation mode. The leak was about 1 to 2 milliliters and contained within the instrument. The leak was cleaned up with absorbent material and disposed of in a hazardous waste container. The customer was wearing lab coat, gloves and eye protection at the time of the event. No injury or exposure was reported and no erroneous results were generated. Bec customer technical support (cts) asked the customer to disable the cc side and use the modular chemistry (mc) side. Cts then asked the customer to check the cc reagent syringe and tubings and customer confirmed that all were tight. The customer also checked the tubing connections to the wash collar and the quick connect to the vacuum valve. Per customer, the leak was coming from the wash collar and believed that it was a failure of the vacuum valve. A service visit was set up.

Manufacturer narrative:
A field service engineer went on-site (B)(4) 2012 and replaced the wash collar vacuum valve which resolved the issue. The cause of the leak is the wash collar vacuum valve. (B)(4).